Manufacturer narrative:
The check of the manufacturing charts of the lot # involved (# 16ap04w) did not show any anomaly on the 30 beater - positioner - aligner manufactured with this lot #. We will submit a final report once the investigation will be completed.

Event description:
During total hip arthroplasty surgery occurred on the (B)(6) 2019, the surgeon was not able to remove the beater - positioner - aligner (code # 9057.20.555, lot #16ap04w) after impaction. Consequently, the surgeon had to remove the cup and implanted it again using a liner impactor. This issue prolonged the surgery of 20 minutes. Event occurred in (B)(6).

Manufacturer narrative:
Check of the DHR: the check of the manufacturing charts of the lot # involved did not show any anomaly on a total of 30 beater - positioner - aligners manufactured with this lot#. Instrument analysis: the beater was received by lima corporate for deeper investigation. A go/no go gauge test was performed. The test revealed that the instrument works as per its intended use (no difficulty in removing the acetabular cup used during the test). Based on the check of the DHR and the functional test performed, we can speculate that it possible to link the event to the interposition of biological material between the impactor and the acetabular cup. It is important to highlight that, after surgeon had removed the acetabular cup together with the impactor, he was able to disengage them. Event not product related. Pms data: we are aware of a total of 6 similar issues on a total 1199 beater - positioner - aligners placed on the market, thus giving an occurrence rate of 0.5%. It is to be highlighted that occurrence rate is overestimated because it does not consider the repeated uses in time of the instrument (reusable instrument). No corrective actions planned for this specific case. Lima corporate will keep monitoring the market.

Event description:
During a total hip arthroplasty performed on the (B)(6) 2019, surgeon was not able to unscrew the beater - positioner - aligner (code #9057.20.555, lot #16ap04w) from the acetabular cup after impaction. Consequently, the surgeon had to remove the acetabular cup by implanting it again by using a liner impactor. 20 minutes of prolonged surgery time was experienced due to this intra-operative issue. Event happened in australia.